Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the lens did not unfold correctly, the customer had to use another lens from their bank. In follow-up, it was reported that the lens did not unfold in the patient's eye and there was patient contact. No further information was provided.

Manufacturer narrative:
(B)(4): device returned to manufacturer: yes. The actual lens was not returned for investigation. Only the lens delivery system was returned. Product evaluation: no lens was returned. The pcb00 delivery system was received for investigation. The delivery system was visually inspected under microscope at 10x magnification. Scarce ovd (ophthalmic viscoelastic) residue was observed inside the cartridge. The plunger was observed loaded as required and engaged. The cartridge was observed in the correct position (fully engaged into lower body of the pcb00 delivery system). No damage was observed on the delivery system. The customer's reported issue was not verified by the investigation/inspection. Manufacturing record evaluation: the manufacturing records were reviewed. The manufacturing process record was evaluated and the lenses were manufactured within specifications. The lenses were released according to specification. A search on complaints related to this production order revealed that there were no other complaints under the production order. The visual inspection specifications for defects are defined to release lenses within specifications and in compliance with the product intended use. Based on the investigation, there was no indication of a product quality deficiency. The lens met specification prior to release. Labeling review: the directions for use (dfu) adequately provides instructions and precautions for the proper use and handling of the intraocular lenses and the delivery system. All pertinent information available to abbott medical optics has been submitted.